Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of ten manufacturer reports being submitted for this case.  Please reference related manufacturer report numbers: 2015691-2019-02425, 2015691-2019-02426, 2015691-2019-02427, 2015691-2019-02428, 2015691-2019-02429, 2015691-2019-02430, 2015691-2019-02431, 2015691-2019-02432, 2015691-2019-02433, 2015691-2019-02434.

Manufacturer narrative:
This is one of ten manufacturer reports being submitted for this case.  In this case, the exact delivery system model number and date of the event is unknown. According to the mitral trial the date range for this event is from february 25, 2015- december 21, 2017.  For this reason, the first day of the range was used as the occurrence date. Additionally, sections of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with this presentation are: p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the landing zone. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve migration/embolization, including, but not limited to, less-than-severe and non-uniformly distributed calcification, incorrect bioprosthetic valve sizing, and incomplete frame expansion. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. Per the author, this was a mvir patient. It should be noted that deployment of the sapien xt/sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt/sapien 3 valve in this scenario. In this case, there is insufficient information to confirm the cause of the reported valve migration. However, there was no allegation or indication a product deficiency contributed to this adverse event.  It is possible that patient factors and/or procedural factors not provided may have contributed to this event.

Event description:
As reported through 2019-euro pcr presentation-¿1 year outcome of transcatheter mviv, mvir and vimac, results from the mitral trial-mitral implantation of transcatheter valves¿, a multicenter study evaluated the outcomes of 91 patients who underwent mitral valve in valve (mviv), mitral valve in ring (mvir) and native mitral valve (mac) procedures with the sapien xt valve and sapien 3 valves from february 25, 2015- december 21, 2017. The author report that 1 mvir patient had valve migration due to CPR during the 30 day follow up period. Details of the event were not reported. There is no particular information to identify the patient.